Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and was analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: 6947 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.